Manufacturer narrative:
Evaluation summary: based on the results of the investigation below, it was determined that the cause of the poor image was the failure of the ccd module. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that there was "no video image" involving pentax medical video bronchoscope model eb-1570k, serial number (B)(4). The customer responded to a pentax customer service good faith effort request via email on (B)(6) 2021 and stated the reported no video image occurred during pre-procedural checks. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: insertion tube buckles under the root brace, light carrying bundle has less than 70% transmission, passed wet leak test, umbilical cable buckle at umbilical connector side, passed dry leak test, insertion tube mild crush at stage 1, insertion tube mild crush at stage 2, insertion tube mild crush at stage 3, umbilical cable buckles. The device underwent repairs including the following components: o-rings and seals, bending rubber, distal end w/ccd-m pb-free/ntsc, distal joint screw m1, insertion flexible tube w/segment, insertion/s-nipple attaching screw, o-ring (1.25x3.5), suction connection tube, o-ring (1.2x3.5). The endoscope is awaiting repair and approved by final qc as of (B)(6) 2021. Model eb-1570k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model eb-1570k, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2013. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device. Investigation findings: 4203 electrical/electronic component problem identified, 3211 deformation problem. Investigation conclusions: 61 unintended use error caused or contributed to event. If additional information becomes available, a supplemental report will be filed with the new information.